Event description:
It was reported from (B)(6) that the universal battery charger device was not functioning. It was further reported that the battery compartments were pressed in on the device. The reported event did not occur during surgery. There were no delays to the scheduled surgical procedure as a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not function properly. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to various electrical worn components from normal wearout. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4).the previous report stated the date of manufacture was unknown. It has been updated to reflect the date the device was manufactured.

Manufacturer narrative:
(B)(6). The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.